Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patient's son complained of an erroneous high inr result with coaguchek xs meter serial number (B)(4) compared to the stago thromboplastin method. The patient tested on the meter at 3:59 p.m. With a result of 2.9 inr. The customer went to the laboratory where the result from a blood draw at 4:20 p.m. Was 2.2 inr. No changes were made to the patient's warfarin dose as both results were within her therapeutic range. No medical treatment was required. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is in good condition. The patient is not anemic, does not have antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The patient is not taking any new medications, has not been ill recently, has not had any diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr , qc 2: 2.3 inr, qc 3: 2.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy.